Event description:
It was reported that unspecified bd infusion set was over infusing the following information was received by the initial reporter with the following. It was reported by the customer that secondary sets and have observed that ivpb secondary bags are not infusing at the prescribed rate. We had 2 antibiotics programmed to infuse over 3 hours and 4 hours respectively. However, after about 1 hour the rn noticed the secondary ivpb bag was empty.

Manufacturer narrative:
No product was returned by the customer and the provided picture of the empty bag and spike does not confirm the over infusion issue reported. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. However, based on the description of the event, the potential root cause is due to a back check valve failure on the primary set. However, without the tubing being returned, no investigation can be performed, and a definitive root cause can¿t be confirmed.